Manufacturer narrative:
(B)(6) 2015. The fse replaced the power supply and the system is back in use. There will be no parts returned.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a no power condition. No patient involvement was reported.